Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.